Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was learned through implant patient registry that a 27mm 11400m mitral valve was explanted after an implant duration of 4 days due to leaflets thrombosis. The patient was in decompensated chf on pod #3 and had an iabp placed. The explanted valve was replaced with a 25mm non-edwards valve. The patient was transported to the sicu post procedure in critical condition. The patient was discharged on pod #18. The patient has a recent history of streptococcus bovis endocarditis, s/p mvr with a 27mm 11400m mitris resilia mitral valve with laa closure. Post bypass, she was placed on ECMO for failing rv. On pod# 4, the patient found to have bioprosthetic mitral valve thrombosis with a big clot in the left atrium. She was taken back to the or to explant the newly implanted mitral valve and replace it with a 25mm non-edwards valve. Simultaneously, the patient had native aortic valve replacement with a 19mm 11500a inspiris resilia valve, and evacuation of the la thrombus. The procedure was performed without complications ; however, the patient remained in cardiogenic shock and was transferred to the sicu postoperatively.

Manufacturer narrative:
Added information to h6. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The most likely cause is patient factors.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 11400m mitral valve was explanted after an implant duration of 4 days due to unknown reason. The explanted valve was replaced with a non-edwards valve of unknown size.